Event description:
Loss of osseointegration and implant. Pain, mobility, supplied x-rays show unfavourable ration of crown and root plus a periodontal compromising state. This could be a cause of loss of implant.